Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic was torn during insertion. The lens was removed without any pt injury. This is the first of two lenses the surgeon attempted to insert in this pt. See MFR report 2023826-2007-01326.